Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer initially requested getinge service but did not provide a purchase order for the repair. The responsible service territory manager (stm) attempted several times to contact the customer but obtained no response. Getinge will reopen the service order if the customer provides a purchase order and submit a supplemental report, if necessary. Not returned to manufacturer.

Event description:
It was reported that during set-up prior to use the cs300 intra-aortic balloon pump (iabp) failed the autofill test. There was no patient involved, thus no adverse event was reported.